Manufacturer narrative:
In telephone contact, it was informed that the dentist did not haveinformation about lot number of the product. Considering the surgicalmethodology, it was seen that the dentist has used less drills thanrecommended to perform the implant installation. The investigation ofthe complaint was carried out considering the analysis of theinformation given by the dentist in the guarantee form and visualconference of the product returned by the dentist.

Event description:
(B)(4)- the dentist reported that 2 months and 7 days after the dental implant was installed in intraoral region 10#, its non- osseointegration was observed. Moreover, 40n.cm of primary stability was achieved and biomechanical overload has occurred.